Manufacturer narrative:
The test minilink transmitter with the glucose sensor simulator communicated properly to pump. No unexpected weak signal or lost sensor alarm noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per, variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer blood glucose was 12.7 mmol/l and customer insulin pump was not working correctly. Caller stated that the customer's insulin pump was alarming motor error during manual priming, weak and lost sensor. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.